Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number:1627487-2021-00322. It was reported the patient did not charge either ipg as recommended and they became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both ipgs were explanted and replaced. Issue resolved.